Event description:
It was reported that an asymptomatic patient presented via a remote transmission showing non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing (pptwos). The device also had detected some high autocapture thresholds that appear to inappropriately detecting loss of capture (loc). Programming changes were suggested. The patient will be monitored.